Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. This atrial lead exhibited undersensing and low intrinsic amplitudes due to suspected micro dislodgement. The atrial sensitivity was decreased and the output was increased and a subsequent revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported. It was reported that this atrial lead was subsequently explanted due to noise. No replacement product details were provided. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. This atrial lead exhibited undersensing and low intrinsic amplitudes due to suspected micro dislodgement. The atrial sensitivity was decreased and the output was increased and a subsequent revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.